Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11.

Event description:
The user contacted the emergency support program line to report a gas loss alarm during iabp therapy. No patient harm or adverse clinical impact was reported.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). The gas loss alarm was determined to be functioning as expected. All cables and connections were verified to be secure, and the helium tubing was confirmed to be clear of blood. Guidance on the cause of the alarm and troubleshooting steps was provided, and it was confirmed that the alarm could be managed if it occurred again. No further action was required, and the patient remained stable.